Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right ventricular outflow tract (rvot) tachycardia ablation procedure a pericardial effusion occurred. While mapping the rvot the patient experienced chest pain and became hypotensive. An echocardiogram was performed, revealing a pericardial effusion. A pericardiocentesis was performed but the bleeding continued. Eventually the patient was transferred to the operating room for surgical repair of the perforation. There was no performance issue with any abbott device.